Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using indigo system aspiration tubing (tubing). During the procedure, the tubing became clogged and was unable to be used with aspiration, even after removing the flow switch to clean the tubing, and attempting to aspirate through the tubing without the rotating hemostasis valve (rhv). The physician therefore completed the procedure using a new tubing and the same indigo system cat8 aspiration catheter (cat8). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system aspiration tubing (tubing) had blood inside. The on/off flow switch was missing from the tubing. Conclusions: evaluation of the returned tubing revealed that the tubing was functional even though the flow switch was removed and not returned. The tubing was connected to a demonstration canister and aspiration pump. The aspiration pump was powered on and the tubing was used to aspirate water into the canister without an issue. Therefore, the root cause of the reported tubing being clogged and unable to aspirate could not be determined. The on/off flow switch and cat8 referred to in the complaint was not returned for evaluation. Penumbra tubing is visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.